Event description:
Information was received indicating that a smiths medical cadd-ms 3 pump lost programming. No adverse patient effects were reported.

Manufacturer narrative:
H6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The customer stated problem was duplicated. Without power from the aaa battery after 2 days, the device's programming will be lost due to user lack of training. Recommended to replace the aaa battery as soon as possible after a pump gives low battery notifications. The cause of the reported problem was traced to user error. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.